Manufacturer narrative:
The reported insulation damage was confirmed. Visual examination found wrinkling of the outer insulation at the proximal region of the lead. The cause of the reported insulation damage was consistent with procedural damage.

Manufacturer narrative:
Additional information was requested but was not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead was revised due to potential damage. The rv lead was explanted and replaced in order to resolve the event and the patient was stable following the procedure.